Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The separation and stretched coils were confirmed. The physical resistance and difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosis in the moderately tortuous, moderately calcified, obtuse marginal coronary artery. After the successful deployment of a xience stent in the proximal left descending coronary artery (lad). The 014 ht versaturn guide wire was advanced to the lesion located in the obtuse marginal. Resistance was felt during advancement and there was difficulty crossing the lesion. Several attempts were made to cross the lesion and the guide wire was finally able to cross. Following pre-dilatation, a non-abbott stent was successfully deployed. Resistance was met during removal of the guide wire from the anatomy. Upon removal, the coils of the guide wire were found to be considerably stretched and the tip separated from the core. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.